Event description:
Device 1 of 2: reference MFR report: 1627487-2019-03217. It was reported that the patient had a fall due to a heart attack. As a result of the fall, the lead fractured. X-rays confirmed the fracture. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. The issue has reportedly been resolved. Note: since it is unknown which lead was fractured, both devices are being reported.